Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm earlier in the day and was unable to clear the alarm. However, during follow up it was indicated that the alarm had cleared within 45 minutes of occurrence. The customer's blood glucose (bg) level was 66 mg/dl and drank juice to manage bg level. While contacting tandem technical support, the contact stated the customer's blood glucose was elevated (536 mg/dl) and a bolus was delivered to address bg level. The contact stated the possible cause of the high bg may be due to under corrected for bg level. Additionally, it was reported the next day that the customer continued to experience high bg level (500 mg/dl) and had ketones and was unsure if the recent altitude alarm attributed to the high bg. It was indicated that the customer would continue to use pump and manual injections until pump replacement arrived.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.